Event description:
The facility biomedical technician reported the handpiece burned the patient's eye. The surgeon switched out the handpiece to complete the case. Additional information from the biomedical technician stated the facility was investigating the event and declined to release more information.

Manufacturer narrative:
The company service representative examined the system and did not find any problems with the system or handpiece. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional complaints associated with this system. A review of the service history for the system for the last 24 months did not indicate any additional, related unplanned service requests for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.